Event description:
An autotome was used for therapeutic purposes. During the procedure, while rotating and attempting cut, the cutting wire broke. There were no complications or intervention reported with this event.